Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
It was reported by the customer that during a turp procedure (transurethral resection of prostate) with the use of an fms urology pump for fluid management, the surgeon/staff discerned that there was an issue. The device did not alarm and they noted that the pt's abdomen was becoming distended and palpated hard. The surgeon visualized and noted that the pt's bladder had ruptured. Immediate action was taken to repair the bladder. Finished original procedure and transferred the pt to ICU for 24 hours of observation. Pt is at this time on antibiotic regiment and outpatient care, prognosis is good.